Manufacturer narrative:
Section d10 references: product ID a610 lot# serial# unknown implanted: explanted: product type software product ID neu_ins_stimulator lot# serial# unknown implanted: explanted: product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer¿s representative (rep) who reported they had three different new tablets that wouldn¿t allow the dbs app to connect to the neurostimulators in the box without the white cable attaching the communicator to the tablet. The rep was using new tablets with previously used communicators. The rep was going to contact hcit to determine if an updates was required to the tablets specifically related to the communicator. Additional information received from the manufacturer¿s representative (rep) reported troubleshooting performed related to the issue was using different neurostimulators.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported no logs were available and the rep was unable to connect with the implant.

Manufacturer narrative:
Continuation of d10: product ID a610, serial# unknown, product type software, product ID neu ins stimulator, serial# unknown, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the neurostimulators were not the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.